Event description:
It was reported that the user was unable to load applier with the clips as the clips got stuck in the cartridge and consequently, one or some clips got broken when loading.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1800443 was manufactured on 05/16/2018 a total of (B)(4) pieces. Lot was released on 05/30/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One intact clip, one broken clip, and one broken hook half of a clip were all returned loose. The lidstock was also returned. The cartridge was visually examined with and without magnification. The cartridge had one intact clip remaining. The broken clip and broken hook half were both broken in half at the hinge. Functional inspection was performed on the remaining intact clips. Using a lab inventory clip applier, the intact clip remaining in the cartridge was able to properly load into the jaws of the applier. No difficulty was found when loading the clip or removing it from the cartridge. The clip was able to successfully fire onto over-stressed surgical tubing. The intact loose clip was manually loaded into the lab appliers and was also able to fire onto the over-stressed surgical tubing. No defects were observed with the intact clips. R & d was consulted about the broken clips and the clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The clips breaking during loading is likely what caused the end user to experience difficulty when removing the clips from the cartridge, as reported. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip halves were broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with one intact clip remaining. One broken clip and one hook half were also returned loose and were broken in half at the hinge. Upon functional inspection, both intact clips were able to successfully load into lab appliers and fire onto over-stressed surgical tubing. No difficulty was found when loading the clips into the applier from the cartridge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the user was unable to load applier with the clips as the clips got stuck in the cartridge and consequently, one or some clips got broken when loading.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544240 hemolok ml clips 6/cart 84/box lot # 73m2000260, the samples were visually inspected, and during the test issue reported "difficulty loading clip into applier" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load applier with the clips as the clips got stuck in the cartridge and consequently, one or some clips got broken when loading.